Event description:
It was reported that 8 bag access devices experienced component separation and device damage / deformation. The following information was provided by the initial reporter: smartsite disconnected 6 devices disconnected this week. The batch connector snapped 6 times this week and twice last week. He initially thought it was handled roughly, but thought if it snapped 6 times this week it is concerning.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Date returned to mfg: 2020-07-30. H.3. Device evaluated by mfg?: yes. Investigation summary: three 2300e samples were received for investigation with an opened packaging from lot: 19105756 (appendix 1); the protective cap of the spike was received attached to the product and there were no obvious signs of the product having been in use. A visual inspection of the samples identified that in one of the samples the smartsite had snapped from the spike, with the tip of the smartsite remaining bonded to the spike component (appendix 2); in the second sample the smartsite had separated from the spike component with no obvious damage observed; for the third sample the smartsite had separated from the spike, however damage was noted to the spike component with a crack running up from the shoulder of the spike component (appendix 3 and 4). Root cause analysis: trend review: a trend review was performed for model: 2300e, two (2) complaints (B)(4) related to this failure mode (damage - broken and separated smartsite) were found in a 1-year period (sep 08th, 2019 to sep 08th, 2020). A trend review was performed for model: 2300e, and no qns related to this failure mode (damage - broken and separated smartsite) were found in a 1-year period (sep 01st, 2019 to sep 01st, 2020), nevertheless, several qns related to leak test and retention test failure were found in a 1-year period (sep 01st, 2019 to sep 01st, 2020). Root cause definition: after the manufacturing process for model: 2300e was reviewed, the potential causes for the separated smartsite is listed below: incorrect solvent application/solvent application not performed. Corrective and preventive actions: spike press validation (combined plan-protocol: (B)(4) spike press, sap dir: 10000366847, version 00), completed on april 22nd, 2020, by (B)(6). Spike press validation (process development protocol: (B)(4) spike press, sap dir 10000366510, version 00), completed on march 31st, 2020, by (B)(6). Spike press validation (process validation final report: (B)(4) al 0002 prensa spike, sap dir: 10000367864, version 00), completed on may 04th, 2020, by (B)(6). Spike press validation (process development report: (B)(4) spike press, sap dir: 10000366966, version 00), completed on april 02nd, 2020, by (B)(6). Sws-2300e update to include / implement fixture spike press fx-2609 in process assembly (sap dir: sws-2300e, revision 01), completed on may 05th, 2020, by (B)(6) leak test alignment to iso, completed on jun 10th, 2020, by (B)(6). A quality alert will be performed to reinforce the correct solvent application in the affected joint (component luer to component spike) to be completed by september 25th, 2020 by (B)(6). After to complete the investigation, considering that no trend in complaints and / or qns in a period of 12 months, this can be considered as an isolate case, therefore, no additional corrective or preventive actions are needed by the manufacturing process. We will continue to track and trend and if any negative trend is observed, proper actions will be deemed necessary. Investigation conclusion: the details of this feedback were forwarded to the manufacturing site for investigation. The type of damage observed to the sample with a cracked spike, and the sample with the broken smartsite is consistent with an external lateral force having been applied to the smartsite®; a potential root cause of this external force could not be determined during investigation. In one of the samples the smartsite appeared to have separated from the spike with no obvious damage visible, in this instance it is possible that an inconsistent amount of solvent had been applied to the joint during the assembly process. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot 19105756 identified that a similar failure for separation had been identified during production of this lot, as a result the samples were subjected to a 100% leakage testing protocol and an additional sample of products were subjected to tensile testing prior to release. In order to reduce the likelihood of reports of this nature in future, the production area was notified of this feedback to reinforce the need to follow good manufacturing practices. Additionally improvements have been identified to the assembly process, including the implementation of an assembly press during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with one similar complaint for the smartsite breaking from the spike component, however no further reports have been received for the smartsite separating from the spike in the past 12 months.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bag access devices experienced component separation and device damage/deformation. The following information was provided by the initial reporter: smartsite disconnected, 6 devices disconnected this week. The batch connector snapped 6 times this week and twice last week. He initially thought it was handled roughly, but thought if it snapped 6 times this week it is concerning.